Event description:
Note: this report pertains to the one of three resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip successfully deployed however, it did not properly release from the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: medwatch# is (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip did not release correctly.